Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent. The cause of the event and action taken with pd therapy were not reported. The same day as the event onset, the patient was hospitalized and was treated with fortum (intraperitoneal, discontinued after 13 days) and cloxa (intraperitoneal, discontinued after 13 days) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. The reporter declined to provide additional information.